Event description:
Note: this report pertains to one of two truetome 49 used in the same patient and procedure. It was reported to boston scientific corporation that a truetome 49 was attempted to be used during an endoscopic retrograde cholangiopancreatography (ercp) procedure to treat a stricture performed on (B)(6) 2022. During the procedure, while using the sphincterotome, the cutting wire breaks suddenly, they switched to another device with the same model, but the same problem occurred. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with a third truetome 49. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire break.